Event description:
Customer called to report that they were admitted as an impatient for medical treatment. Customer's blood glucose reading ranged between 43-227 mg/dl. Customer's blood glucose value at the time of admission was 217 mg/dl. Significant events leading to low blood glucose levels was a result of the customer's broken wrist due to a fall. Customer indicated that they may have rolled over on the pump while sleeping leading to them accidentally programming the 300 ch bolus at 1 am . Customer stated accidental programming was her fault and not the fault of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.